Event description:
An osteomedullary biopsy was performed on (B)(6) 2021 at 1pm in an intensive care patient. When the trocar was mobilized to break the biopsy core, 2-3 cm of trocar broke in the right posterior iliac spine. Impossible to recover the material. After getting an advice, leave the material in place. Consequences: noted 3 which corresponds to with transient damage (physical or mental) to the patient (regressed before discharge and without the initially planned hospitalization being prolonged by more than 48 hours). Clinical consequences observed : impossible to recover the material. Conservative measures and actions taken: after ortho advice, leave the material in place. Unfortunately, the material could not be removed from the patient.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001058285 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
An osteomedullary biopsy was performed on (B)(6) 2021 at 1pm in an intensive care patient. When the trocar was mobilised to break the biopsy core, 2-3 cm of trocar broke in the right posterior iliac spine. Impossible to recover the material. After getting an advice, leave the material in place. Consequences: noted 3 which corresponds to with transient damage (physical or mental) to the patient (regressed before discharge and without the initially planned hospitalization being prolonged by more than 48 hours) clinical consequences observed : impossible to recover the material. Conservative measures and actions taken: after ortho advice, leave the material in place. Unfortunately, the material could not be removed from the patient.